Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) stated she was notified by the patient today regarding an out of regulation (oor) on handset when trying to adjust therapy up or down. The device could go down but it would not allow to go up unless reverting therapy changes. The caller was not with the patient. Ts reviewed that patient would need to be seen so that programming could be optimized. Caller states patient has another group that could be used and will go with this option for now. They will meet with the patient. No patient impact reported. Additional information was received from a manufacturer representative (rep) reporting that the cause of the oor was due to the physician trying to program the patient's therapy around the impedance issue that the patient was still receiving benefit from. The patient was switched to a different group where the contact with impedance was not utilized for therapy and the patient could adjust stimulation. Additional information was received from a manufacturer representative (rep) report ing that impedances were over 40k ohms and the cause of the impedance was not determined.